Manufacturer narrative:
As reported, the patient underwent placement of optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt). As a direct and proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Deep vein thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt). As a direct and proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt). Additionally, the patient has experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and a deep vein thrombosis (dvt) sometime post implantation of the ivc filter. The patient was diagnosed with dvt approximately nine years post implant. The patient has been afraid of impending lifetime disability and that the filter does not break apart. The patient is also reported to have suffered cosmetic damage as a result of the dvt. The indication for the filter implant was preoperatively in anticipation of gastric bypass surgery for morbid obesity. The patient had a history of hypertension, and pulmonary embolism which was treated with coumadin. The filter was placed via the right femoral vein and deployed with the tip of the filter at the lower level of the border of l2. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Blood clots, clotting and/or occlusion of the ivc and deep vein thrombosis do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging and the limited information provided, the reported events could not be confirmed or clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety, fear and cosmetic damage does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information provided on the patient profile form (ppf), indicates that the patient has experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and a deep vein thrombosis (dvt) sometime post implantation of the ivc filter. The patient was diagnosed with dvt approximately nine years post implant. The patient has been afraid of impending lifetime disability and that the filter does not break apart. The patient is also reported to have suffered cosmetic damage as a result of the dvt. The following additional information received per the medical records indicate that the filter was place preoperatively in anticipation of gastric bypass surgery for morbid obesity. The patient had a history of hypertension, and pulmonary embolism which was treated with coumadin. The filter was placed via the right femoral vein and deployed with the tip of the filter at the lower level of the border of l2. The patient tolerated the procedure well. Additional information is pending and will be submitted within 30 days upon receipt.